Manufacturer narrative:
The device was returned for evaluation and it was determined that the ratchet handle did not work. The ratchet engaged in both directions, but then failed to disengage when rated counter-clockwise as designed. It was determined that the set screw on the handle was turned too far and the comb was damaged. Visual inspection of the handle revealed dents indicating wear and tear. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that when meshing, the ratchet seemed to not be working and then allegedly tore up the graft. No injury or adverse consequences were reported as a result of the incident.